Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during drain three of five of peritoneal dialysis therapy. The patient stated the leak was coming from the patient line. Renal therapy services had the patient end the therapy as the solution lines were wet where they exited the cassette door. The patient would call their nurse regarding the leak and incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.